Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the malfunction likely occurred due to stress to the connector over time. The loosened connector led to disassembling to the connector unit, causing a disconnection to the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the instruction for use confirms the issue is detectable in section 3.3. Check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Olympus verified that the biomedical engineer is trained to complete the necessary repairs on the device. The yellow scope connector was shipped to the user facility to be repaired by the trained biomed. There were no other issues reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken scope connector on an endoscope reprocessor. The biomed technician confirmed that the connector was broken when placing a scope in the oer-pro washers. The device was inspected prior to use. There was no patient involvement or injuries were reported. No additional information has been obtained.